Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported that the customer's insulin pump was frozen. The customer's blood glucose was 123 mg/dl at the time the issue was reported. The customer's father stated that he attempted to rewind the pump, however, the insulin pump was stuck in place and locked the reservoir in. The customer's father also stated that he replaced the battery. During troubleshooting, the customer's father stated that the buttons were not working and that the screen was not completely blank. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump buttons all responded properly. No button anomalies or frozen display was noted. The time advanced properly. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.